Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site, a condition that could interrupt insulin delivery and contribute to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached "high" (greater than 500 mg/dl) on the second day after the pod was activated. He noted that the cannula was not in the skin at the infusion site.